Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter-in-law reported via phone call, the customer was hospitalized for high blood glucose of 798 mg/dl and a diabetic ketoacidosis on (B)(6) 2017. Customer's blood glucose was high and was having trouble bringing them down. Customer was then taken to the emergency room. Customer was hospitalized and treated with insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. Customer's daughter-in-law was advised to call back to perform troubleshooting. The insulin pump is not returning for analysis.